Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the picture received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The physician was inserting the dilator, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke. They exchanged the sheath with a competitor sheath and the issue was resolved. The case was continued without any further incident. There was no patient consequence reported. Additional information was received. The valve broke off inside of the gasket, white seen within the clear chamber. It was believed that it broke just in two. It¿s hard to see without taking it apart themselves; it appears as though the valve separated from the gasket inside the sheath, the hub was still connected. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 31-aug-2022. The device evaluation was completed on 02-sep-2022. It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The physician was inserting the dilator, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke. They exchanged the sheath with a competitor sheath and the issue was resolved. The case was continued without any further incident. There was no patient consequence reported. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator was not returned. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).